Event description:
It was reported via repair work order that the brakes could not be engaged due to being clogged with debris and needing adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.